Event description:
It was reported that during drilling the femoral tunnel the 4,5 mm endoscopic cannulated drill head break. The broken parts of the drill-head could be remove with a grasper. Some visible debris could not be removed. No significant delay or patient injury reported.

Manufacturer narrative:
Visual assessment confirmed the drill head has broken from the shaft confirming the reported complaint. The drill is jammed on the passing pin. The shaft is heavily scored at the break location. Removal of the drill from the passing pin showed the passing pin is dramatically bent and scored along its length. The observed damage to the drill is the result of drilling over a bent passing pin, drilling over a bent passing pin would require they use of excessive force. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿.